Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing intermittent phrenic nerve and diaphragm pacing from the rv lead. The lead was explanted and replaced. The patient's care was not compromised.